Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 38mm stent delivery system (sds), was returned for analysis. A visual examination of the stent found stent damage. Stent damage with struts near the proximal region were lifted. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified distal tip damage. The tip appeared to be bent. A visual and microscopic and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 05nov2021. It was reported that crossing difficulties were encountered. A 3.00 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.